Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to t-wave oversensing. In addition, the smart pass feature was automatically disabled. Technical services (ts) discussed there is a change in morphology and confirmed the t-wave oversensing observation. In addition, the clinical origin of the morphology change is unknown and ts is unable to determine if it is a bundle branch block (bbb) or a ventricular tachycardia (vt) origin, and alternatives for patient management were provided. The patient was admitted to the hospital and therapy programmed off, and the patient was seen for a treadmill test, however, the morphology change was unable to be reproduced. It was advised by ts to consider maintaining secondary vector programming given the situation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to t-wave oversensing. In addition, the smart pass feature was automatically disabled. Technical services (ts) discussed there is a change in morphology and confirmed the t-wave oversensing observation. In addition, the clinical origin of the morphology change is unknown and ts is unable to determine if it is a bundle branch block (bbb) or a ventricular tachycardia (vt) origin, and alternatives for patient management were provided. The patient was admitted to the hospital and therapy programmed off, and the patient was seen for a treadmill test, however, the morphology change was unable to be reproduced. It was advised by ts to consider maintaining secondary vector programming given the situation. The s-ICD system was then explanted and returned for analysis. A transvenous system was implanted as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to t-wave oversensing. In addition, the smart pass feature was automatically disabled. Technical services (ts) discussed there is a change in morphology and confirmed the t-wave oversensing observation. In addition, the clinical origin of the morphology change is unknown and ts is unable to determine if it is a bundle branch block (bbb) or a ventricular tachycardia (vt) origin, and alternatives for patient management were provided. The patient was admitted to the hospital and therapy programmed off, and the patient was seen for a treadmill test, however, the morphology change was unable to be reproduced. It was advised by ts to consider maintaining secondary vector programming given the situation. The s-ICD system was then explanted and returned for analysis. A transvenous system was implanted as replacement. No additional adverse patient effects were reported.